Event description:
Ge telemetry transmitters intermittently drop out and are no longer seen at central monitoring station ge apexpro fh telemetry utilizing frequency-hopping spread spectrum (fhss). Device fade out started at system go live (B)(6) 2022 and still continues to date (B)(6) 2022. Ge medical installed new fiber optic telemetry system 3 months ago and we continue to experience patients dropping off coverage and fading out. Ge has been on site numerous times but problem persist. Although we haven't had a direct patient event occur while in this faded out stat, it is possible. FDA safety report ID #(B)(4).